Manufacturer narrative:
Part 314.448, lot 7772128: release to warehouse date: february 21, 2012. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation of the received screwdriver shows that the tip of instrument is broken off as complained. The broken off portion was not returned. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4028 as required and the measured harness was within the specification. The devices met the specifications at the time of manufacturing and distributing. Therefore, a manufacturing issue can be excluded. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that the application of excessive force caused the tip breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the device was still in one piece, but was worn out.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Reporter contact number was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the devices broke intra-operatively. The broken pieces were removed from the patient and the surgery was completed successfully. Patient status/outcome was reported as desirable. This report is for one (1) screwdriver shaft. This is report 2 of 2 for (B)(4).